Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
It was reported that the patient was scheduled for generator replacement due to an increase in seizures over the past three weeks. It was noted that the generator was at ifi - yes. Clinic notes dated (B)(6) 2014 note that the patient has had no major seizures for more than ten years, but that about six to eight times per week he feels a dizzy "weird" strange feeling and swipes the vns magnet. It was noted that this lasts a few minutes and there is no loss of awareness or convulsion. The notes indicate that the patient has recurrent simple partial seizures, though possible that events are not epileptic. It was noted that the patient would be put on the list for periodic vns check. It is unknown if the seizures are an increase above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.